Event description:
Five instances where peripherally inserted central catheter (PICC) lines from this lot number were found to be broken/leaking. One was already reported in a previous report. All in the patients less than 50 days when found leaking. Manufacturer notified, and saved lines were sent for evaluation.